Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the cannula broke while puncturing the meniscus. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved ei needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts were remain on the delivery needle or were returned for examination. The distal end of the needle is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU 10600972 under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.